Event description:
As reported, during a laparoscopic repair of a bilateral inguinal hernia (tapp) procedure, an optifix straight fixation device was used to fixate a 3dmax light mesh. The device deployed 5-6 fasteners and were fixated in the right groin, outer edge of the rectus abdominis muscle and at the cooper¿s ligament. It was also reported that the device deployed loose fasteners, and one broken fastener which were removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device jammed, did not fixate the mesh, and deployed loose and a broken fastener. Evaluation of the subject product finds for a bent guide wire and backup tabs. The reported failure to fixate and jam are known result of bent guide wire and bent backup tabs which is due to applied forces when in use at the coopers ligament. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar, 2022. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿